Event description:
During the use of the holmium 365um laser fiber during a urology procedure, the laser fiber broke approximately 12 inches from the tip as the fiber was being manipulated by the physician. A small flash was seen. Procedure was stopped immediately. Safety check completed. No physical injury or burns to physician or patient. New fiber was used. Single use - 365um bare holmium laser fiber.